Event description:
The patient was seen in the ER on (B)(6) 2015 with complaints of sob, fever (101.2) and purulent drainage from the ICD pocket site. The patient is unable to eat and complains of pain in the upper left chest. Patient was given medications and discharged to another hospital for a possible device explant. Diagnosis was cellulitis, dehydration, and viral gastroenteritis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.